Manufacturer narrative:
(B)(4). H6: medical device problem code: 3191: patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported, that there was a forced log out. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.